Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: on the third day post-operatively, a leak was observed. It is reported that the leak was bowel material and an inflammation was also noted. No re-operation has been performed. No abnormalities were noted during firing of the device procedure operatively. No staple reinforcement material was used, the donuts were normal, and the anastomosis was leak tested with air and water and nothing abnormal was noted. The pt is currently under observation.

Manufacturer narrative:
Initial report sent: 05/23/2008